Event description:
It was reported that the patient presented to the hospital experiencing symptoms of presyncope. Upon interrogation, the right ventricular lead exhibited oversensing and noise reversion episodes. The noise could be reproduced with isometrics and pocket manipulation. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.